Event description:
Patient reports they are having issues with their pump, serial number (B)(6), used for their hizentra infusions. Patient states they were unable to infuse last night, the black tab was not pushing the plunger of the syringe. Patient reports they had no issues with previous infusions. Patient did miss a dose and had an interruption in therapy due to the malfunctioning pump. Patient did not report an adverse event due to malfunctioning pump. The pharmacy did replace the device and the malfunctioning pump will be returned. Unknown if md is aware. No further information, details, or dates provided. Indication: chronic inflammatory demyelinating polyneuritis.